Event description:
According to the facility on (B)(6) 2022 an epidural was placed and the patient experienced dizziness, hypotension, and difficulty breathing requiring rescue breaths and medical intervention.

Manufacturer narrative:
According to the facility on (B)(6) 2022 an epidural was placed and the patient experienced dizziness, hypotension, and difficulty breathing requiring rescue breaths and medical intervention. Per the facility the epidural was placed at 'l3-l4 and after administering lidocaine with epi, marcaine, and fentanyl the patient went limp'. Per the facility, the staff provided oxygen via ambubag as well as ephedrine. Respirations were given 'for about 5 min until the patient had more vigorous respiratory effort'. Per the facility the vital signs stabilized and the epidural catheter was removed with the tip noted to be intact. According to the facility the patient recovered from the event. The exact device is not available to be returned for evaluation, but an additional sample has been returned and is pending evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.